Event description:
It was reported that the patient's stimulation device was turning on at random times after the patient had turned it off. The patient would turn the device off before going to bed and at some point the device would turn back on. The problem was first noted about two months ago following a lead revision. Since that time "the therapy has not worked well." It was also reported that the patient has had to recharge the device every two days. It is unknown how often the patient normally recharges the device. Additional information has been requested, but was not available as of the date of this report.